Event description:
Rn reported that client presented for rx. After doing catheter care, indwelling heparin was removed & 10cc normal saline was pushed to check for patency. She noted a large amount serosanguineous fluid running from under the dressing. She removed dressing & cleaned without replacing it. She again attempted to flush with 10cc normal saline. Again, there was a large amount of fluid. She inspected the catheter & noted a crack running up the ctr of the catheter. Also noted a broken area around the distal end of the catheter where it bifurcates into two separate lumens. Charge nurse notified. Leak demonstrated. Dr notified for replacement.